Event description:
It was reported that during a tips case, the catheter couldn't be advanced through a 6fr. Introducer. The catheter was removed & replaced with another of the same make to complete the procedure. No patient injury or further complications were reported.